Event description:
Additional information received reported that the outcome was listed as resolved without sequela on 2013 (B)(6).

Event description:
It was reported, the patient had post-operative cellulitis and a wound infection. It was noted that the patient had inpatient hospital stay with a course of IV antibiotics. It was noted that the patient had existing hospitalization prolonged. It was noted that this occurred with the entire system on 2013 (B)(6). It was noted that the patient had an osh blood culture which was positive. It was noted that lab result found a possible pocket infection. It was noted that a CT scan was performed without contrast. It was noted that there were signs of inflammation but no obvious abscess. It was noted that the patient was positive for soft tissue infection and the osh growing gcp¿s. It was noted that noted that a day later, the patient had a soft tissue infection which was improving with antibiotics. It was noted that another day later, the patient had the infection improving with antibiotics. It was noted that the following day vancol was elevated. It was noted that the patient had symptoms of fever, confusion, erythema to upper check wall with pain over the chest, along neck and on the right side of the head. It was noted that the event originated from the incisional site and device tract at the neurostimulator pocket. It was noted that the event was possibly related to the device and implant procedure. It was noted that the resolve date was on 2013 (B)(6) when the patient came back to the hospital for follow up and the infection was under excellent control. It was noted that the event resolved without sequela. Additional information received reported that the patient had a wound infection which was an ongoing event. It was noted that IV antibiotics were administered on 2013 (B)(6) and 2013 (B)(6). It was noted that an x-ray was performed and there was no apparent acute change and no acute cardiopulmonary process. It was noted that the patient had elevated sedimentation rate and c-reactive protein, and white blood count was 10.6. It was noted that another x-ray was performed the next day and the chest x-ray was normal. It was noted that the next day the white blood cell count was 10.6, and there was a mildly elevated c-reactive protein and erythrocyte sedimentation rate. It was noted that the patient was positive for a urinary tract infection. It was noted that the lead and extension tract were possibly related to the event. It was noted that the patient had low grade fevers and pounding headache. It was noted that the event resulted in in-patient hospitalization.

Manufacturer narrative:
Product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3387s-40 lot# va04smb, implanted: 2013 (B)(6), product type lead product ID 3387s-40 lot# va04smb, implanted: 2013 (B)(6), product type lead product ID 3387s-40 lot# va04smb, implanted: 2013 (B)(6), product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3387s-40 lot# va04smb, implanted: 2013 (B)(6), product type lead. (B)(4).